Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that the patient experienced cardiac arrest and the patient died. In (B)(6) 2016, the patient qualifying condition as unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion was located in mid left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm synergy ii drug-eluting stent with 0% residual stenosis. Two days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient was found unresponsive at home by her care giver. The patient was brought to a non-study hospital and was found to have cardiac arrest. Hence, the patient was intubated and received multiple rounds of pressors and advanced cardiac life support (acls). Subsequently the patient was transferred from the facility to the study hospital. In route to study hospital patient went into pulseless electrical activity (pea) and acls was performed. While in emergency department, the patient received epinephrine. Chest x-ray revealed peripheral infiltrates suggesting pulmonary edema and computerized tomography (CT) of head revealed no acute findings respectively. Despite prolonged resuscitative efforts, he patient had no cardiac rhythm, no heart tones or breath sounds and was pronounced dead at the bedside. The cause of death was cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had an elevated troponin which was due to cardiopulmonary resuscitation and the cardiac arrest. In (B)(6) 2016 at 1800 hours, the patient died. Adjudication indicates stent thrombosis occurred.